Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effect of dissection, as listed in the xience prime everolimus eluting coronary stent system instructions for use, is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency. The 2.5 x 23 mm xience v referenced is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily calcified, and 95% stenosed mid posterior descending artery. Pre-dilatation was performed and when implanting a 2.5 x 23 mm xience v, a dissection occurred. A 2.5 x 23 mm xience prime was implanted to cover the dissection which further caused the dissection. A non-abbott stent was implanted to cover the dissection. Post-dilatation was performed with a trek balloon catheter to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.